Event description:
It was reported that the patient experienced an allergic reaction at the infusion site (arm). This was reported to be an ongoing issue for the patient. Symptoms reported include redness, itching sensation, skin discoloration and/or hyperpigmentation, and scarring. It was reported that the symptoms started within 6-7 hours of wearing the pod. Patient reported continuing to wear the pod for the full 72 hours despite noticing the allergic reaction. As treatment, patient reported applying benadryl cream on site after the pod was removed. No specific treatment was provided for the infusion site scarring that was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and scarring. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.